Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high lead impedance was observed. No patient symptoms were reported. Patient records were not available. No intervention was reported.